Event description:
The complainant has reported that a patient underwent a therapeutic procedure for treatment (hemostasis). The resolution clip device did not open quickly and there was a subsequent premature release of the clip when attempting to deploy at the target area. The procedure was successfully completed with another of the same device. The patient did not sustain any complications or ill effects as a result of the deployment issue. The patient condition is noted to be fine.